Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer's spouse stated that the blood glucose reading was 311 mg/dl, and it was high because the customer had not treated for the bagel that she had eaten. The customer noted that the low blood glucose reading was 42 mg/dl, which was a past occurrence. She was not admitted as an inpatient for medical treatment. The customer also reported a bent sensor cannula upon removal, as well as a broken serter. The customer was advised that these would both be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.